Manufacturer narrative:
Section d4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. Manufacturer¿s investigation conclusion: the reported event of an atypical power cable disconnect/low voltage hazard alarm was confirmed via the provided log file. The log file captured these atypical alarms on (B)(6) 2025 while the mobile power unit (mpu) was in use. The alarms appeared to have been caused by a brief loss of ac power, as the voltage within both cables steadily decreased. The alarms resolved within a few seconds when power was restored to the system. No other notable events were observed. The mpu (serial number unknown) was not returned for analysis. Questions regarding the event were asked multiple times and no responses were received. The root cause of the reported event was unable to be conclusively determined through this analysis. The serial number of the mpu was not provided. The heartmate 3 patient handbook (section 5 ¿alarms and troubleshooting¿) and the heartmate 3 lvas instructions for use ( section 7 ¿alarms and troubleshooting¿) instructs users on how to identify and respond to alarms that sound from their controller, including low voltage hazard and power cable disconnect alarms. Low voltage hazard alarms may lead to no external power alarm conditions. To resolve the low voltage/no external power alarm: 1. Immediately connect the system controller power cables to a working power source (functioning mobile power unit or two fully-charged heartmate 14 volt lithium-ion batteries). 2. Call your hospital contact immediately if connecting to power does not resolve the alarm. The heartmate 3 patient handbook ( section titled "emergency contact list") cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient began having driveline communication fault alarms in the morning at about 08:00, the system controller clock was incorrect and reflected it was about 07:00, and this had since been updated. The patient was stable and had not been experiencing any physical distress as they were sleeping when alarms began. They did not recall any significant trauma to the driveline. Log files were sent for review, and the event file confirmed driveline communication b faults on (B)(6) 2025. The alarm was not interfering with equipment operation and a system controller/modular cable exchange was recommended. The site further provided that the system controller and the modular cable were switched out with success, and there were no more alarms. The system controller passed a self-test and the patient was clinically stable. Images were provided of the pins inside the old modular cable, and the product performance engineering (ppe) team provided that there were signs of fluid ingress/corrosion observed within the inline connector, which could have contributed to the alarms. A pump cable connector cleaning was being scheduled. Log files were submitted prior to the heartmate 3 pump cable connector cleaning, and they confirmed driveline communication and power faults on (B)(6) 2025 through (B)(6) 2025. After the heartmate 3 pump cable connector cleaning those two alarms resolved. The modular cable was requested to be replaced under warranty as abbott tech service had it replaced during the heartmate 3 pump cable connector cleaning procedure. The reason for the pump cable cleaning was because of visible corrosion in the connector part of the original modular cable that was replaced on (B)(6) 2025. The second modular cable exchange was a part of the pump cable connector cleaning and was requested by the engineers performing the cleaning; the corrosion on the pump cable had spread and contaminated the modular cable. The driveline faults had resolved fully post the pump cable connector cleaning and the second modular cable replacement. During the pump investigation, the log file captured an increase in emergency backup battery (ebb) use count due to a loss of ac power on the mobile power unit (mpu).